Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007. Batch/ lot #: unknown. It was reported that fluid was leaking under the filter of the tpn tubing. Verbatim: when changing the lines, flash nurse noted leaking fluid and stickiness on the bed under the filter of the tpn tubing. After changing the line, flash nurse took the leaking tubing back to their office.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. H6: investigation summary: 1 sample was received in and investigated by our quality team. The separation was noticed immediately and the customer's complaint of leakage has been verified. The set was inspected under microscope to find a lack of solvent at the junction of tubing and filter. This is the root cause of the failure. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: unknown. It was reported that fluid was leaking under the filter of the tpn tubing. Verbatim: when changing the lines, flash nurse noted leaking fluid and stickiness on the bed under the filter of the tpn tubing. After changing the line, flash nurse took the leaking tubing back to their office.